Event description:
User received ise results for one patient sample where the sodium result was considered discrepant. The original result was 126 mmol per l, repeat result was 134 mmol per l twice. The original results were not reported.

Manufacturer narrative:
The field service representative could not duplicate the error. He replaced probe c and performed electrode service. He performed calibration, qc, and patient samples to verify the performance of the analyzer.